Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that main legacy half height drawer 3.1 b6 pocket¿s lid was damaged. A field service engineer removed the pocket then reloaded the medications into drawer 2.1 a1 pocket. Then, reseated all pockets, checked all cables and slide bumpers and replaced any missing or damaged slide bumpers in main drawers 2.1, 2.2, and 5, as well as auxiliary drawers 3.2 and 6. Customer tested with no problems. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, lid would not close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.